Event description:
Doctor reported the implant fractured in tooth site #46, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' An osseotite® implant 3.75 x 11.5mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with damage and fracture at the threads. Additionally, an associated abutment was returned but there were no allegations against it and no malfunction was identified during inspection. Functional testing could not be performed due to the nature of the device and event. The reported device was located on tooth 46 and was used for approximately 3 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.